Manufacturer narrative:
The insulin pump passed displacement test, priming test and excessive no delivery test. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window, cracks on the case display window corner, cracks on the battery tube threads, cracks on the reservoir tube lip, cracks on the lcd window, cracks on the belt clip slot, and scratches on the reservoir tube window.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose. Customer's blood glucose level was 476 mg/dl. Customer treated their high blood glucose via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer received no delivery alarm during manual prime. Customer advised the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.